Manufacturer narrative:
The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that sparks came from the generator and the surgeon and scrub technician received minor burns. The surgeon also received a shock. Occurred during a procedure. There was no patient injury. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. If information is provided in the future, a supplemental report will be issued.